Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device delivered inappropriate high voltage therapy. Diagnostic imaging was performed and confirmed that the high voltage therapy was delivered due to dislodgement of the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement, inadequate shock and inappropriate high voltage therapy. As received, a complete lead was returned in two pieces. Visual inspection found the helix to be retracted and clogged with blood. X-ray inspection found over torque of the inner coil consistent with procedural damage. After cleaning and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.